Event description:
Healthcare professional reported approx 6 months after injection in the cheeks with juvederm voluma with lidocaine the pt developed "hard nodules" to the nasolabial area. Approx one month later "little nodules have joined in the same area". Pt was treated with minocycline, ciprofloxacin, and medrol.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of hard nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.